Event description:
According to a verbal report by a rep at doctor's office, this valve was explanted due to thrombosis and aortic stenosis. It was replaced with sjm 17ahpj-505. Add'l info has been requested.